Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted to the hospital at 11:00 on (B)(6) due to "poor appetite and fatigue" and was diagnosed with "breast tumor" in the outpatient clinic. The patient had low platelets and was advised to be seriously ill. The ECG monitoring showed sinus rhythm and regular rhythm. At 17:00 on (B)(6), the patient had urinary incontinence and was advised to be catheterized. A double-lumen catheter was used to drain about 200ml of yellow liquid. The patient and their family were informed of the precautions during the indwelling of the catheter. At 07:30 on the morning of (B)(6), the patient's catheter was found to be out of place and the balloon ruptured during the inspection of the ward, so the head nurse was immediately reported.